Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The patient's follow up was increased. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.